Event description:
It was reported by the aci clinical specialist that a (B)(6) year old, male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f, terumo sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 9mm. Following the procedure, the physician (training status unconfirmed) selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon "ruptured" during pull back. The device was removed and since access was maintained, a second mynxgrip vascular closure device 6f/7f was prepped and deployed. The balloon from the second device also "ruptured" during pullback. The second device was removed from the patient and manual compression was held for 9 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1311901) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. See MDR 3004939290-2014-00287 for the first device.